Event description:
Pt brought to o.r. Fir removal of nonfunctioning bard port implanted port. Port tubing noted to have become separated approx 4-5 inches from tip with 2-3 inches still attached to port. Tubing removed from right atrium under fluoroscopy using right femoral approach.